Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, microbes were detected from samples taken from the subject device which was reprocessed using a non-olympus automated endoscope reprocessor model endostream. The type and number of microbes are unknown. There was no report of infection associated with this report.